Event description:
It was reported that during central processing, the mega suturecut needle driver instrument was broken at the end of the instrument. The procedure was completed with no reported injury. Follow-up has been performed to request additional information related to the event. As of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The mega suturecut needle driver was analyzed and found to have a broken grip at the grip base. The broken piece was not returned. Common causes of the failure mode of the broken instrument grips -tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint regarding a broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.